Manufacturer narrative:
A ge service representative performed an onsite investigation. The x-ray tube was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system was shutting down without command of the operator. There is no report of a patient injury or death associated with this event.

Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: the fse confirmed the problem reported by the customer that the system would shut down without command. Fse determined the cause of the problem faulty x-ray tube. Replaced the x-ray tube by procedure. Based on this complaint investigation, a new root cause investigation is not required. The complaint closure code is investigation done - CAPA not required. Based on the age of this system (date manufactured in feb 26, 2002), this type of failure would be expected and reflective of the normal wear and tear that is anticipated as the system is used, and therefore is not a malfunction.